Event description:
It was reported that the scissors did not cut the tissue. Scissor jaws were jammed shut and the scissors did not release from the tissue. A hemoclip was used to force the jaws of the scissors open. Upon inspection of the scissors insert, the hemoclip was jammed into the jaws and was unable to be removed. Tissue remained in both the hemoclip and scissor jaws even after repeated attempts to decontaminate the instrument. The surgical procedure was lengthened due to the reported malfunction of the instrument. Device will be available for investigation.